Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fungal peritonitis with subsequent hospitalization. There is a possible causal relationship between the event and a fluid leak with the liberty cycler set that occurred approximately 5 days prior to a pd culture draw resulting positive for fungal peritonitis. The cycler set was not returned for evaluation and the pdrn was not notified by the patient of the fluid leak event. Based on available information, a cause of the peritonitis cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized. Per the peritoneal dialysis registered nurse (pdrn), the patient was admitted to the hospital due to a fungal infection in their peritoneum (signs/symptoms unknown). The pd effluent culture drawn at the clinic and was positive for fungus (unknown species) as recognized by its hyphae. Hospital course is unknown. It is unknown if the patient continued pd therapy during hospitalization. The patient was discharged three days later and scheduled for a clinic visit the following day. The patient was then to be treated with diflucan 100 mg orally for 10 days and levaquin 250 mg orally every other day for two weeks. No further information was available.